Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a visual inspection of the pump showed that the battery compartment was cracked. There was no damage observed in or around the cartridge compartment. Unrelated to the complaint, investigation revealed that the display was dim with discolored text. Also unrelated to the complaint, the pump casing was found to be cracked at the bottom right corner between the display lens and the pump seal.